Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: a visual and functional assessment was performed on the device according to se_113221_ax . The following steps failed: section 10: general condition. Section 30: leakage test using bubble emission technique. Section 60: check for mechanical free moving. Section 70: check for sticky triggers. Section 80: check roundness of housing. Section 110: check fitting of the lid. Section 120: check for wear on housing. Section 130: check general function of device. During the service evaluation the following failures were identified: functional : jammed/seized. Internal finding : leak tightness test failure. Visual : deformed/bent - housing. Functional : sticky trigger. Functional : moving parts do not move smoothly. Conclusion: failure reported is confirmed. Root cause: faulty parts.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4). The device was returned for service; and did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the battery handpiece device had the following failures: jammed/seized, leak tightness test failure, deformed/bent - housing, sticky trigger, and moving parts do not move smoothly. It was further determined that the device failed pretest on general condition, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing, check fitting of the lid, check for wear on housing, and check general function of device. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2024. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.